Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported difficulty connecting endoscopes to the endoscopy tower, as the endoscopes were not consistently recognized by the tower, during inspection for use, involving an olympus xenon light source. There was no patient injury reported.